Manufacturer narrative:
(B)(4). The device passed both electrical and functional testing. Internal and external visual inspections were performed and found no issues. The pneumatic system of the device was tested and found all pressures to be correct and stable. Short simulated therapies were performed with the devices with no issues. Evaluation of the device found no defect with the device. The cause was determined to be that the user had set the tidal total ultrafiltration (uf) removal too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 116 alarm on the homechoice (hc) machine after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The review of the device logs confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.